Event description:
It was reported that a pump module had over infusion. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit:b17 - device not returned,c20 - no findings available. Additional information: sex, weight, weight unit, device available for eval?,returned to manufacturer on, report source, device return to manuf .? ,device eval by manufacturer?, if other specify, imdrf annex a, b, c, g codes, h3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a pump module had over-infusion of heparin. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, correction: initial reporter occupation, other occupation, report source other, device manufacture date.

Event description:
It was reported that a pump module had over-infusion of heparin. There was patient involvement but no harm.